Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2014 with the following: visual inspection revealed that there was moisture in the display. The pump case was found to be cracked near the bottom right corner of the display. A leak test was performed and a leak was found at the crack in the pump case. The pump case was removed and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture behind the display. It was noted that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.